Event description:
Boston scientific received information that upon a normal change out procedure of the device the physician observed a kink in the left ventricular (lv) lead at the proximal end. The physician inspected the lead and did not find insulation damage. The lead had high thresholds and impedances in different configurations. The impedances ranged from 1,050 ohms in the ring configuration to 550 ohms in the tip configuration. The physician opted to revise this lv lead as the patient's condition prohibits a revision at this time. Programming changes have been made to lv tip to right ventricular (rv) coil with appropriate measurements. No other adverse patient effects reported. At changeout. Reports device is at eol has just been called about this. Unknown when device reached eol. Unknown (B)(4) 's re low voltage current drain recall. Ts discussed low level current drain recall. Working with (B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.